Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system impedance jumped from 70-75 ohms to 90 and then 140 ohms. Technical services (ts) was contacted, and ts discussed possible causes and discussed the patient's x-rays. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating it was confirmed that the distal portion of the electrode had a sleeve of calcification. Subsequently, the patient underwent a revision procedure and the physician removed the calcification, retunneled, reconnected and the shock impedance was again 70 ohms. The s-ICD system remains in service. No additional adverse patient effects were reported.